Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 11/24: customer reports no power when attempting x-ray. Staff had to move the pt to another room for completion of the procedure. Customer provided no pt or procedural info other than to say the procedure was completed and pt is fine. No reported injury.